Event description:
It was reported by the customer that this event involved a one year old male patient. The physician introduced the catheter, however, the spring wire guide (swg) would not advance. The physician stopped the procedure and attempted to withdraw the needle and the swg simultaneously, but the swg broke. It was confirmed the swg broke outside of the patient's body. As a result, the physician opened another kit. There were no reported patient complications. Further details are being pursued.

Manufacturer narrative:
Follow- up report will be filed if additional information becomes available.